Manufacturer narrative:
The reported observation of cannot connect to generator was confirmed. The root cause of the observation could not be ascertained. Analysis results concluded the device was functioning normally until it had entered the service application state. The last daily battery log entry occurred on 12/28/2024, the daily battery diagnostics occur every 23 hours when the device is operating in the therapy application state and are inhibited once the device enters the service application state.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.